Event description:
Customer reports meter read 5.4 mmol and the system read 96 mg/dl while using the advantage system. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.